Event description:
New information received: patient was hospitalized from (B)(6) 2016 and was recovering home with antibiotics from (B)(6) 2016. Patient had a follow up visit on (B)(6) 2017. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an infection was observed on the device site. Patient had drainage since implant and wound dehiscence. Patient was treated with medication. An echocardiogram did not show any evidence of endocarditis. Device was explanted and a new device was implanted. Patient was stable post procedure and discharged.